Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, compromised immune resistance, bone resorption, mobility. Loose at time of healing abutment placement.